Event description:
The target lesion was the lad with moderate tortuosity and moderate calcification. The vision stent delivery system was advanced, but it was hard to cross the lesion and a perforation occurred. The perforation was treated with a esprit balloon catheter and the vision stent was deployed. However the patient's blood pressure dropped and st segment depression occurred. A intra aortic balloon pump (iabp) was inserted and the prcedure was completed. The patient died three days after the procedure. The physician stated that the patient's death was not related to the device or the perforation. No other information was available.